Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? What is current condition of the patient? Procedure name and date? Lot number? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the tip of the needle broke off. Fragments were generated so an x-ray was performed to ensure the needle was not in the patient. There were no adverse patient consequences reported. No additional information was provided.